Event description:
It was reported that the atrial lead had high impedance and fractured. The lead was capped and replaced. The patient is enrolled in the clinical service clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).